Event description:
It was reported that pump generated cartridge alarm twenty and caller experienced consecutive cartridge alarms with same device. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty.